Event description:
It was reported by getinge fse that during testing cardiosave intra aortic balloon pump (iabp), found that the pim data deviation was too large. No patient involved.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. Corrected fields: d5, e1 (initial reporter, event site email, event site city, event site address), e2, e3, e4, g2. A getinge fse evaluated the unit for reported malfunction. The machine tested abnormal data on the security disk. After replacing the security disk, the machine passed functional and security tests, and all parameters met factory requirements.